Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned gogear shower bag confirmed the reported water ingress. It was reported that there was water ingress in the patient¿s shower bag. Visual inspection of the bag revealed no evidence of prior fluid ingress. The external portion of the shower bag did not show any damage or wear to any of the seams, zippers, or fabric that could have contributed to a potential leak. The bag was mounted in a sink and sprayed directly with water for over 15 minutes. Following the test, the interior surfaces were wet to the touch. A specific cause for the observed water ingress could not be determined. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide instructions for showering and the use of the shower bag and state that the bag should be allowed to drip dry completely before being used again. They also state that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used and a replacement should be requested. The relevant sections of the device history records for the gogear shower bag, lot number 7316242 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was water ingress in the shower bag. A replacement was needed.